Manufacturer narrative:
The biomedical engineer refused service for this reported fault. The resolution is unknown. No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was unable to hold pressure. There was no report of patient involvement.